Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the user login issue. The technical support specialist changed es user domain to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had login issue, impacting patient care. There were no adverse events or injuries reported based on this event.